Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer treated their blood glucose levels with manual injections. The customer's blood glucose level was at 537 mg/dl. The customer felt symptoms of frequent urination and thirst. The customer treated their blood glucose levels with syringes and their insulin pump. The customer states that they have to constantly rewind the insulin pump. The customer was assisted with trouble shooting and was advised that the reservoir and infusion be removed and reinserted. The customer declined performing a high pressure test. The customer's settings on their insulin pump were accurate upon review. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.